Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. There was no evidence of holes or other perforations identified when evaluating the photos. A device history review was performed for the reported lot 2311125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Both packaging and sterilization records were reviewed and verified equipment was operating within specified limits. Retained samples of the reported lot were used for additional evaluation. The trays were inspected and were found to be visually damaged, as also seen in the photos provided. Pressurized testing was performed on the retained samples and verified there was no holes or other damage within the tray, confirming the sterility is maintained. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, the damage observed was determined to be a visual defect. While we could not identify a direct issue, a project has been initiated to further review the sterilization process to verify if it may affect the visual appearance of the tray. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
We have received feedback from the production of hospital pharmacy about a product that we have purchased via central purchasing. This article in question isbd plastipak¿ 50 ml luer-lok¿ convenience pack (lot: 2311125, exp.: 31.10.2028). Each package of this batch had a cloudy discoloration (see also pictures attached). We would be very happy if you would forward the company's feedback to us.

Event description:
We have received feedback from the production of hospital pharmacy about a product that we have purchased via central purchasing. This article in question isbd plastipak¿ 50 ml luer-lok¿ convenience pack (lot: 2311125, exp.: 31.10.2028). Each package of this batch had a cloudy discoloration (see also pictures attached). We would be very happy if you would forward the company's feedback to us.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.